Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted as well as a scratch mark in the silicone housing. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A search for relative complaint for the same issue with the same product code and lot number was not possible as the lot number was unknown. Review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). The device has been returned and is awaiting evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after implantation of a certas valve, the valve could not be programmed and was revised. The complaint product was implanted via vp-shunt, and drainage was confirmed. The valve was programmed outside the patient¿s body with setting of four to five. Then after implant, the physician attempted to change the setting to one to two. However, it was confirmed that setting change did not occur. Therefore a revision surgery was performed on the same day. The new product was confirmed to be functioning with setting of four. A continuous flush was maintained during the procedure. No permeation of blood or debris to the cerebrospinal fluid was confirmed. No further information was provided by hospital. The product will be returned to your site.